Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that on (B)(6) 2026, the radiometer blood gas analyzer abl800 flex (serial number (B)(6)) measured falsely low lactate (clac).